Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) accidentally pulled in physiological saline from the catheter extension tube. Checking the withdrawal status of equipment.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier #), d9, e1(site country), e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d4(version or model #, catalog #), g2. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned